Manufacturer narrative:
On 17-jun-2025, additional information was received indicating that after the procedure completed, an asymptomatic cerebral infarction occurred. The event was an imaging finding. It was assumed that the diagnosis was probably made by imaging tests such as MRI, but detailed information could not be obtained due to lack of cooperation from the hospital. No char, thrombus, clot or microbubbles were observed during the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
The report indicated after the procedure with varipulse catheter, the patient experienced silent stroke. After the procedure using a varipulse catheter, the patient experienced silent stroke. There were no symptoms were observed, and the event was imaging finding. Pfa energy was delivered. No observations such as intracardiac excessive microbubbles observed via ultrasound, excessive impedance errors noted during the case.

Manufacturer narrative:
The report indicated after the procedure with varipulse catheter, the patient experienced silent stroke. After the procedure using a varipulse catheter, the patient experienced silent stroke. There were no symptoms were observed, and the event was imaging finding. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 31531895l and no internal action related to the complaint was found during the review. Internal action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use (IFU)s are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).